Event description:
The hosptial reported that during saphenous vein harvesting procedure, the tunnel collapsed. The hospital opened up another device and were able to complete the procedure without further issues. No patient complications were reported by the hospital.